Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 1 ml bd luer-lok¿ disposable syringe contained foreign matter that was described as "stains on the inside of the syringe". No serious injury or medical intervention was reported.

Event description:
It was reported that 1 ml bd luer-lok¿ disposable syringe contained foreign matter that was described as "stains on the inside of the syringe". No serious injury or medical intervention was reported.

Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex, event attributed to, device single use?, device returned to manufacture.

Manufacturer narrative:
Two packaged 1ml syringes, one open and one sealed, were received and confirmed to be from batch #7271995 (p/n 309628). The samples were visually evaluated. The syringe barrels were found to have light brown embedded foreign matter greater than level 3 in size, which is rejectable per product specification. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. Per procedure, after start up, all molded parts are scrapped until no degraded plastic is observed. If this is not performed thoroughly a piece with this condition can get through. This type of defect is cosmetic and does not pose risk to the customer. Potential root cause for the embedded foreign matter defect is associated with the molding process. No corrective actions are necessary based on the defective rate identified. There is no visual sorting performed at the end of production. There are periodic in-process inspections at all stages of manufacturing, including molding, marking, assembly and packaging. Additional inspections are performed on several pallets of product as soon as those pallets are finished. The in-process inspections are performed to ensure efficient containment of defect and quality of the final product. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 1 ml bd luer-lok disposable syringe contained foreign matter that was described as "stains on the inside of the syringe". No serious injury or medical intervention was reported.